Event description:
During a gynecological procedure, equipment tubing malfunctioned (hysteroscopic inflow tubing set ref # 72205028 lot # 4028982) which is 1 of 3 separate components in kit (kit information listed below) , resulting in fluid not being directed into the hysteroscopic truclear machine as intended (fluid flowed onto floor); the tubing failure required a new set of tubing and fluids to be opened. The surgical tech applied tegaderm at site of the previous failure to secure the tubing connection; the subsequent tubing also failed -at the end of the procedure- (procedure was successfully completed). In both instances the tubing failed at the point where the stopcock connects to the tubing. Surgeon aware of tubing malfunctions during both instances.